Manufacturer narrative:
MDR 3003442380-2024-03420- device 10 of 10. E1: patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported by the patient that ten infusion set was bent after three hours of insertion. Infusion set was placed in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available